Manufacturer narrative:
The autopulse platform in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
During shift check, the autopulse platform (sn: (B)(4)) displayed user advisory (ua) 21 (position change does not coincide with motor direction) error message. As a troubleshooting step, the user swapped the lifeband and re-started the platform; however, the issue was not resolved. No patient involvement.